Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions. (B)(4)

Event description:
This endoscopist is very experienced and has used well over 50 stents in the past so he has never experienced this issue before. The main issue was the kinking of the stent whilst trying to push the stent over a guide wire prior to deploying the stent. He tried twice ( removing the delivery catheter fully and repositioning it) to push the catheter through the stricture but he realised that the position of the white acorn tip and the outer catheter was such that the edge of the outer catheter was catching on to the outer part of the stricture preventing the smooth passage of the delivery system through the stricture and resulted in it kinking."as per cc form": the outer catheter was positioned over the white acorn tip which caught on the outer part of the stricture causing the whole system to kink instead of gliding through the stricture. They tried twice to get through the stricture after attempting to readjust the catheter to lie behind the white acorn tip but it still kinked.a section of the device did not remain inside the patient¿s body. The patient did require any additional procedures due to this occurrence. Placement of a plastic stent was placed instead into the cbdaccording to the initial reporter, the patient did not experience any adverse effects due to this occurrence. At what stage of the procedure did the complaint occur? When unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal what endoscope type and channel size was used? What was the position of the elevator? N/a, open, closed details of the wire guide used (diameter, type, make)? Was the zip port facing upwards and slightly curved when backloading the wire guide? N/a, yes, no did any part of the stent contact the patient's anatomy when the complaint occurred? N/a, yes, no please advise the anatomical location of the intended target site. Bile duct how long was the stent in the patient by the time this complaint occurred? Did not deploy stent because he couldn¿t advance the evo device as it was catching on the entrance to the stricture and it kinked. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a, yes, no if yes, how often was this completed? Did the patient require any additional procedures as a result of this event? N/a, yes, no what intervention (if any) was required? Placement of plastics stent was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no if yes, please specify what was observed and where on the device it was observed.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-6-b device of lot number c1794582 involved in this complaint was not returned for evaluation. With the information provided, a document based investigation was conducted. Document review: prior to distribution evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for ¿evo-fc-10-11-6-b¿ of lot number ¿c1794582¿ did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number ¿c1794582¿. The instructions for use ifu0062-5 which accompanies this device instructs the user to" visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." Further potential contraindications include "inabiltiy to pass the wired guide through the obstructed area." As per cc form": the outer catheter was positioned over the white acorn tip which caught on the outer part of the stricture causing the whole system to kink instead of gliding through the stricture. They tried twice to get through the stricture after attempting to readjust the catheter to lie behind the white acorn tip but it still kinked there is no evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to multiple factors. It is possible that during deployment tortuous path may have caused a build-up of pressure while compressing the introducer, subsequently resulted in stent deployment difficulties. Additionally it is also possible that the root cause could be attributed to device handling. It is possible that the device got damaged on handling/removal of the device from the packaging before use. Summary: according to the initial reporter, there have been no adverse effects to the patient reported. Customer complaint is confirmed based on customer testimony. Complaints of this nature will continue to be monitored for potential emerging trends.